Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.